Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to completely broken reservoir tube lip. Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address or serial number label, broken battery tube threads and corroded battery tube. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 531 mg/dl and current blood glucose was 446 mg/dl. And 576 mg/dl and treated by delivering a bolus from the pump. Customer stated that, she not eating sweet, and last friday she started throwing up, she does not know if its the pump or insulin. The battery compartment and reservoir compartment was broken and the reservoir was unable to lock in place when inserted into pump. Customer stated that, she does not want to inject insulin at the moment cause she bolus earlier she's afraid it might be too much. Customer will monitor the blood glucose every 30 mins and also stated that, the half of her body at the back was in pain last friday and saturday and was vomiting. The device will be returned for analysis.